Manufacturer narrative:
It was reported that after pfo implant when beginning to close groin access the patient could not move the right side of her body. A magnetic resonance imaging showed mild swelling but it quickly improved. The patient's symptoms improved by the evening and was discharged after showing full improvement. The device remains implanted and will not return to abbott for analysis. Based on the information received, the cause of the reported patient effect of movement disorder could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 30-25mm amplatzer talisman pfo occluder was selected for implant. The occluder was implanted. When beginning to close groin access the patient could not move the right side of her body but could move the left side. A computed tomography (CT) was done and confirmed there was no cranial hemorrhage. A magnetic resonance imaging (MRI) showed mild swelling but it quickly improved. The patient's symptoms improved by the evening and was awake and alert. No stroke or transient ischemic attack was confirmed. No intervention was required. The patient was discharged on 19 may 2025 after showing full improvement.